Event description:
The nurse alleged the head of the bed would not rise up. The head was at 40 degrees. The nurse attempted to lift pt's upper body and vent lines to a more upright position and the nurse injured her back. The nurse allegedly injured her back on (B) (6) 2009. She felt a pinch in her back and is now having muscle spasms in her back. The facility's biomed reported this bed was already known to be broken, but the staff placed the broken bed back in-service under a new pt. The biomed inspected and repaired the bed on 07/22/2009, by replacing the right and left caregiver siderail cables. The suspect parts were disposed of by the biomed.